Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on 2022-10-31 regarding an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt said when they turn their controller on, they immediately see the settings not available message. Pt said they tried taking the battery out of their controller and that did not resolve their issue. Patient services (pss) reviewed message and redirected pt to healthcare provider (hcp) and manufacturer representative (rep) for further assistance. Pt mentioned that they had just spoke with their hcp office who told them to call pss. Pss provided pt with number to aid hcp in rep request. Pt mentioned that they have an MRI scheduled for thursday. Pt said their hcp was considering having a lead placed for thoracic or relocating a lead (ins is currently for lower back). Pt said first step was for MRI and then to consider options. No symptoms were reported. Additional information was received from the pt on 2022-11-30. The pt reported that one of the leads was defective. Their controller was reconfigured. Pt reported that a replacement of their lead was scheduled for (B)(6) 2022 .

Event description:
Additional information received from the consumer reported that the cause of the lead issue was unknown and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.